Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was asleep and woke up sweating. The patient described it like he was soaked in sweat and appears like he was experiencing symptoms of hypoglcyemia. He was not able to check his pump or take a bg reading when this happened since he became disoriented. The patient´s girlfriend called 911 and while waiting for the ambulance to arrive, the patient drunk 2 glasses of orange juice. Upon the arrival of the ems, they took a blood glucose reading which was 34 mg/dl (there were no cgm values reports at that point). They treated the patient with IV sugar water (meant to be IV glucose). After a while they took another bg reading which was 313 mg/dl and the cgm reading was 257 mg/dl. The patient was not taken to the hospital and ems waited until the patient was stabilized before they left the residence. At the time of the report the patient was feeling okay and normal. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.